Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis (apd) therapy. The breach in aseptic technique was further described as the patient was traveling and made an unspecified touch contamination. On the same day as onset, the patient was diagnosed with peritonitis. On the same day, the patient began treatment for the peritonitis with cefazolin (dose, route and frequency unknown). The patient was not hospitalized for the event. Nine days after onset, the patient returned home and his antibiotic therapy was changed to intraperitoneal vancomycin, 1,000 mg every 5 days for 3 weeks. On the same day, the patient was retrained in proper aseptic technique. Twenty four days after onset, the patient was recovered from the peritonitis. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.